Event description:
New information received states that the device was reprogrammed.

Manufacturer narrative:
Type of reportable event.

Event description:
It was reported that during a routine follow up, upon interrogation an alerts for non sustained lead noise were noted. Patient was asymptomatic. Further testing was recommended.